Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdiomyplasty procedure, clips kept crossing at the tips. Clips also fell into cavity and was able to retrieved. They opened another 2 clip applier to complete the case. There was no patient injury.